Manufacturer narrative:
Product problem was only previously indicated and should have indicated adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 20 mg/ml; 3.707 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the pump had a critical alarm. The pump was not due to be filled until (B)(6) 2018. A motor stall was seen at initial interrogation. There were multiple motor stalls and recoveries. Motor stall occurred (B)(6) 2017 10:22 motor stall recovery occurred (B)(6) 2017 11:30; motor stall occurred (B)(6) 2017 18:57 motor stall recovery occurred (B)(6) 2017 19:43; motor stall occurred (B)(6) 2017 19:26 motor stall recovery occurred (B)(6) 2017 23:08; motor stall occurred (B)(6) 2017 07:20 motor stall recovery occurred (B)(6) 2017 08:04; motor stall occurred (B)(6) 2017 13:12 motor stall recovery occurred (B)(6) 2017 13:18; motor stall occurred (B)(6) 201716:12 motor stall recovery occurred (B)(6) 2017 17:34. The patient did not recently have magnetic resonance imaging. It was confirmed there were no electromagnetic interference or magnetic sources present. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the manufacturer's device registry, the patient's pump was replaced on (B)(6) 2018.

Manufacturer narrative:
The previously applied (B)(4) is no longer applicable and was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative.: as per the pump¿s log, multiple motor stalls and motor stall recovery messages had also occurred on (B)(6)2017, (B)(6)2017, (B)(6)2018, and (B)(6)2018. Also per the logs, a stopped pump period may exceed tube set message occurred on (B)(6)2018. The logs examined on (B)(6)2018 revealed no indication of a motor stall recovery having occurred following the last recorded motor stall on (B)(6)2018. Followed by stopped pump period may exceed tube set two days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient did not show up for (B)(6) procedure due to illness. The device has since permanently stalled. The device is being replaced on (B)(6)

Manufacturer narrative:
The previously applied patient code (B)(4) was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was clarified as not having been replaced until (B)(6)2018. It was noted that the physician insisted on keeping the pump despite the company representative attempts to have it returned to the manufacturer for analysis. The pump would therefore not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. No actions/interventions were taken to resolve the motor stalls. The physician was seeing the patient on (B)(6) for a different procedure and asked for the device to be evaluated again at that time. The patient had called the office a couple times since then saying the pump had kept alarming since the initial visit. The cause of the motor stalls has not been determined. The motor stalls have not been resolved. The patient¿s weight at the time of the event and medical history was unknown. The provided information has been confirmed with the physician.